Manufacturer narrative:
Examination and functional testing of the returned devices confirms the reported event that the handles do not lock down on the broaches. Previous investigations found the cause is attributed to user error. There is a machined notch located on the corail broach guide shaft. When the broach is fully seated onto the handle, the handle cam jaw moves into this notch and engages the broach holding it firmly in place. If the part is not fully seated on the handle, the cam jaw will make contact on the full diameter of the broach guide shaft. This prevents the full range of motion of the cam jaw and lever therefore putting excess force on the leaf spring when locking the handle. With the increasing occurrence of lower-visibility small incision cases, it is important to ensure that the alignment features on both the handle and broach are mated correctly, as proper locking will extend the life of all broach handles. With correct use, the leaf spring will only flex a few millimeters. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The curved broach handle does not clasp tightly enough.